Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number(B)(4). Event occurred in the united states it was reported that the patient faced two infusion set leakage at the tubing on(B)(6) 2025. The infusion set was in use for 4 days. No further information available